Event description:
A patient implanted with an edwards mitral bioprosthetic valve is being re-operated due to stenosis nine (9) years after initial implant. Patient received replacement bioprosthetic valve and is reported as hemodynamically stable. The explanted valve was not returned for evaluation.

Manufacturer narrative:
(B)(4). Report of edwards mitral bioprosthetic valve stenosis; patient received replacement valve and is noted to be hemodynamically stable. There are several potential causes for prosthetic valve stenosis and may be a manifestation of structural valve deterioration such as calcification and pannus growth. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation, the specific mechanism leading to this explant cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.